Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v414754, implanted: (B)(6) 2010, product type lead.

Event description:
It was reported the patient had chronic pain. It was noted the patient felt shocking in their bladder. It was reported the patient felt stimulation even with the implant off. It was noted the unexpected stimulation started the morning of the call. It was reported turning stimulation down to zero did not resolve the issue. It was noted the patient felt stimulation in the bladder when they normally felt stimulation in the testicles and anus.